Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle amber port. The leaks were discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 25, 2021 and april 26, 2021. The actual devices were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing with tap water identified a leak between the spike port tube and the spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.